Event description:
It was reported that a creo locking cap dislodged from the screw post-operatively requiring revision surgery. The surgeon indicated during revision that both sides of the construct were loose.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Upon evaluation, all of the locking caps were found to be intact. The returned locking caps, rods, and tulips did not have any catastrophic wear, fractures, or deformations. The reported issue is consistent with excessive lateral forces splaying the tulip. However. The exact cause of the reported issue cannot be determined. The following sections have been updated for this supplemental report: b4, e1, h2, h6, h10.